Event description:
It was reported that during unpacking, stent damage was noted. During unpacking the 4.0x38mm taxus liberte stent delivery system, the stent surface was noted to be not smooth with a lifted stent strut. Another stent was used to complete the procedure. There were no reported patient complications and the patient was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device identified that the tip was slightly flared. A number of strut rows towards the proximal end of the stent were raised from the balloon and misaligned. The outer diameter (od) of the stent damage was approximately 2.38 mm. The od of the stent area where no damage was present was measured and was within specifications. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked along its entire length. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The inner tyvek pouch and outer carton were returned opened and no damage was observed on the packaging. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking, stent damage was noted. During unpacking the 4.0x38mm taxus liberte stent delivery system, the stent surface was noted to be not smooth with a lifted stent strut. Another stent was used to complete the procedure. There were no reported patient complications and the patient was stable.